Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6) , UDI#: (B)(4) h3: analysis of the 97740 patient programmer (ptm) (serial number (B)(6) ) revealed a corroded telemetry board. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was due to the patient programmer (pp) not powering on. Pt reported that when they went to turn their stimulation intensity up, because their "sciatic nerve was making them nuts", they noticed the pp would not power on. Pt stated they have tried two different sets of new batteries, but was unable to resolve the issue. Pt stated they haven't used the ins in a couple of years because they did an rfa, but they still change the pp batteries every couple of months, regardless if they use the pp or not. Pt noted that thisis the 1st time in 2 months that they have tried turning the pp on. Pt confirmed that all of these issues started today. Pt confirmed there is no damage or corrosion in the pp compartment. Pt stated that they are currently using panasonic carbon zinc super heavy duty batteries and have previously used energizer max batteries. Pt called ps back after trying two new sets of duracell alkaline batteries and the pp would still not power on. Pt said that the batteries were also getting hot now. Pt mentioned on the call that they had not used the pp in 3 years. Pt said that they think they still have their pp manual, but if they cannot find it they will call  back to request one be sent to them.